Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer that after wearing a brand new contact lens for her left eye, it started bothering her eye by the next morning the eye swelled up very badly and severe eye pain. Consumer went to the hospital and diagnosed with corneal abrasion and keratitis. Consumer was there in hospital for ten days. Consumer was prescribed with the eye drops for three weeks. After completion of three weeks consumer went to the eye specialist and had photo therapy in which pain was reduced. Eye was still healing, and consumer can only see shadow and light with left eye. Consumer stated her right eye also had conjunctivitis, but it got resolved after going to hospital. Consumer was prescribed with the antibiotics, intervenous medicines, eye drops etc (names unspecified). The current status of consumer¿s condition was stable but not resolved at the time of report. Additional information has been requested but not yet received.